Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse/administrator reported that during an intraocular lens (iol) implant procedure, a hole was noticed when the lens was inserted into the eye. The lens was removed to complete vitrectomy and new lens inserted. Additional information has been requested.